Event description:
No osseointegration, undersized implant bed, inadequate bone quality/quantity, mobility, asymptomatic. Patient has diabetes mellitus and xerostomia. Patient has #6 surgently removed 4 months ago, but bone quality was poor.